Event description:
Pt on ancef 2 gm IV every 8 hrs with baxter 6060 pump set on intermittent infusion mode. Pump alarmed "malfunction 20." Pump has just been returned from baxter for repair of a malfunction 7 code. Baxter said they could not duplicate malfunction code on pump.